Manufacturer narrative:
Visual inspection noted both conductor coils were slightly flattened approximately 33 cm from the terminal pin and the ends were fractured. Microscopic evaluation indicated that the damage was caused by localized compressive stress. Due to the location and the type of damage exhibited and the information reported with the lead, it was concluded that the damage was caused by lead entrapment in the clavicle-first rib region. Analysis was unable to confirm the clinical observations, however the damage to the lead could have contributed to the clinical observations.

Manufacturer narrative:
Additional information was received indicating this lead was explanted. The lead was returned for analysis. This report will be updated when analysis is complete.

Manufacturer narrative:
The patient is not pacer dependant and does not pace often. Therefore, the lead will continue to be monitored for the time being and may be replaced at a later date. The available information suggests this lead remains in service. Should additional information become available this report will be updated.

Event description:
Boston scientific received information that this implantable right ventricular pacing lead exhibited pace impedance measurements greater than 2,500 ohms. Noise was also observed along with a drop in r-wave measurements. No adverse patient effects were reported.